Event description:
The patient was undergoing a microneurosurgery procedure for a subarachnoid hemorrhage using an apollo system generator. During the procedure, the power button would not stay depressed on its own and had to be manually depressed for the remainder of the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the exterior of the apg1 catheter knob connector's delran material was missing. Conclusion: the complaint has been evaluated. The complaint stated that the apg1 power button would not stay on with one push of the button and the plastic piece that covered the irrigation tubing connector on the apg was missing. Evaluation of the returned device confirmed missing material from the connector, and revealed the apg1 power button would not stay depressed during evaluation. The root cause of the power button issue is unknown. Penumbra's supplier quality has been notified. The missing plastic was not returned with the evaluated equipment; therefore, it is unknown if the part was removed or broken prior to use. The devices are 100% visually inspected for damage during process inspection the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.